Event description:
At the start of the laparoscopic appendectomy, as usual, the surgeon cleaned the opening of the trocar with the cotton tipped applicator to remove blood for a clearer visual. The cotton tip slipped off of the wooden handle and fell inside the abdomen. The surgeon successfully retrieved it. It does not appear as if the glue bonding the cotton tip to the wooden handle is strong enough to keep it intact. The staff has tested several applicators from several lot numbers including the ones put into our packs and they are all equally easily removed.